Event description:
It was reported the patient presented in the emergency room for unrelated reasons. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. The pacemaker was programmed inactive, and a new pacemaker was implanted without issue. The patient was stable throughout.